Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Event problem and evaluation: on 18-nov-2016, a medtronic representative, following up with the site, reported that the imaging system was re-booted and functionality was restored; however, the system is being replaced by another unit. A software investigation was initiated; further evaluation is currently in progress.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system would begin to take a 3d spin, but then stop and display an early termination message. They tried a second time and noticed that during the spin, the pendant went from 3d, to 2d, to initializing, and then displayed the error again. Switching to fluoro, the surgeon completed the procedure without the use of the imaging system, and without surgical navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined as no parts or files have been returned and the system was unavailable for onsite service testing.

Manufacturer narrative:
(B)(6).